Event description:
It was reported that the absolute was being used off label in the common iliac. The stent delivery system (sds) was advanced to the lesion and the pinwheel was turned to deploy the stent; however, the pinwheel stuck at about 1/4 of a turn, exposing 1/4 of the stent. The sds was pulled back by the physician which freed the stent, but slightly elongated the stent. The stent was deployed directly within the lesion in the diseased tissue. The stent was then postdilated at the lesion with two balloons. The pt is reported to be fine. No add'l event or pt info was provided.

Manufacturer narrative:
(B)(4): incorrect anatomy - (B)(4). Eval summary: eval of the returned absolute self expanding stent system (sess) noted blood on the handle, in the guide wire lumen and in the distal outer sheath, consistent with the sess being advanced into the anatomy. There was no saline noted. The stent implant was not returned. The distal outer sheath was retracted 3.2 cm from the crown of the tip and there was a kink in the distal outer sheath 2 cm proximal from its distal end. The handle was in the unlocked position. There was a kink in the shaft at the distal end of the strain relief tubing and 57.5 cm distal to it. The outer member was bunched 47.5, 48.5, 49.5, 50.5, and 51.5 cm distal to the strain relief tubing for a length of 1 mm each. There were multiple chatter marks 5.5 cm proximal to the distal end of the outer member for a length of 13 cm. There was no other damage noted to the sess. The kinks and chatter marks noted are most consistent difficult anatomy and/or advancing the absolute via contralateral approach. There were no kinks noted during the prior to use inspection, suggesting that the damage occurred during use. The bunching noted appears to be the result of force applied to the thumbwheel during the attempts to deploy causing the shaft to bunch. The difficulty rotating the thumbwheel was confirmed. The handle was opened and it was noted that the ratchet paw clicker was bent and had cut into the teeth of the rack 4.5 cm. This damage was consistent with the thumbwheel attempting to be rotated counter-clockwise with force causing the portion of the ratchet paw that interacts with the rack to cut into the teeth of the rack. This likely occurred during the attempts rotate the thumbwheel. There was no other damage noted to the internal mechanisms. An attempt was made, but the distal outer sheath could not be retracted manually. The difficulty rotating the thumbwheel appears to be a direct result of the kinks and chatter marks noted in the shaft. This was confirmed as the distal outer sheath was still not able to be retracted manually without using the thumbwheel. As a result of the distal outer sheath not fully retracting, the stent was reported to have partially deployed, and as the sess was pulled back, the stent was slightly stretched (elongated) over the target lesion site. A review of the finished device lot history records did not reveal any nonconforming material records for this lot. Additionally, the lot release testing results were reviewed and this lot met all release criteria. It was reported that the absolute was being used off label in the common iliac. It should be noted that the product instruction for use (IFU) states: the absolute .035 biliary self-expanding stent system is intended for palliation of malignant strictures in the biliary tree. In this case, it can not be determined if the off-label use contributed to the reported difficulties. Overall, the reported difficulties appear to be related to case circumstances, and there is no indication to suggest a product quality deficiency. During production, all self expanding stents are 100% visually inspected on both the inner diameters and outer diameters for damage. Additionally, the stents are 100% inspected after the stent has been collapsed onto the stent holder. All self expanding stent delivery systems are also inspected for kinks during the mfg process.